Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen graph was missing data points. There was no loss of connection. Customer reset pump and issue was resolved. There was no reported impact to blood glucose.